Event description:
Major pump unit(s) involved: drive unit failure;specific component(s) involved: internal battery malfunction.

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: internal battery. Specific component(s) involved: internal battery malfunction. Additional text: malfunction. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of internal battery. Other intervention : implant device type: lvad.